Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is not applicable as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that during implant surgery the right side implant "ruptured almost at once." Patient contact was made. It is unknown if surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and red particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: opening curved striated. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage.

Event description:
Health professional reported that during implant surgery the right side implant "ruptured almost at once." Patient contact was made. It is unknown if surgery was completed with a back up device.